Event description:
Boston scientific received information that during a device interrogation, increased threshold measurements and intermittent capture at maximum outputs were observed on the right atrial (ra) lead. A revision procedure was performed where under fluoroscopy, the ra lead was found to still be in contact with the atrial wall. However, after additional slack was provided, the lead was tested with a pacing system analyzer (psa) and continued to exhibited unacceptable threshold measurements. It was noted that the ra lead exhibited stable impedance and sensing measurements. A micro-dislodgement was suspected. Subsequently, the physician opted to explant the lead. Upon removal from the pocket, an abundance of tissue was noted on the helix. A new ra lead was successfully implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with a trace of tissue noted in helix. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. No further testing was performed analysis could not confirm the clinical allegation of micro-dislodgement, but did not the tissue in the helix.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.